Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual and mechanical inspection noted no anomalous conditions in shape or structure, and as well it was noted setscrew marks on is1 pin were in the correct location. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the physician noted an apparent conductor fracture. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.